Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The sensor was replaced and returned for analysis. The sensor had missing hydrogel, either due to damage during implant or explant processes. Without the hydrogel, the sensor will not function. Malfunction was confirmed. Furthermore, the patient was inserted with new sensor.

Event description:
On (B)(6) 2019, senseonics was made aware of an instance where the patient complains of sensor inaccuracies leading to sensor removal.